Event description:
It was reported that during an unknown procedure, the gold reload was loaded into the device for the second firing. The jaw was closed and the device was inserted through a trocar. When the jaw was opened inside the patient's body, the reload fell out. The nurse commented that the reload had been loaded properly. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.